Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had two sensors in a row where she received a weak signal and lost sensor alarms. When she removed the sensor, she did not see the cannula at all. Customer's blood glucose level was not reported. The device was not returned.